Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed fibrin after centrifugation and the machine clogs up on unspecified number of tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed fibrin after centrifugation and the machine clogs up on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. Evaluation of these photos indicated fibrin. Additionally, a total of 100 retained samples were visually inspected, and no additive abnormality related to fibrin was found. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin based on photo analysis. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.